Event description:
It was reported that device detachment occurred. A left atrial appendage (laa) closure procedure was attempted using a 27mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). During deployment the closure device detached prematurely from the core wire of the wds. After the closure device embolized from the left atrium to the left ventricle, the patient remained hemodynamically stable and was transferred to surgery. The closure device was surgically explanted and the laa surgically closed. The patient was transferred to the intensive care unit for recovery and no further patient complications were reported.

Event description:
It was reported that device detachment occurred. A left atrial appendage (laa) closure procedure was attempted using a 27mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). During deployment the closure device detached prematurely from the core wire of the wds. After the closure device embolized from the left atrium to the left ventricle, the patient remained hemodynamically stable and was transferred to surgery. The closure device was surgically explanted and the laa surgically closed. The patient was transferred to the intensive care unit for recovery and no further patient complications were reported. It was further reported this is the same case as user voluntary medwatch mw5115714.

Manufacturer narrative:
B5 describe event or problem - updated e3 initial reporter also sent report to FDA- updated - h3 device evaluated by MFR:the returned product consisted of a watchman flx delivery system (wds) with the closure device packaged separately. The hub, sheath, core wire, tip, and closure device were visually and microscopically examined. Numerous kinks were identified along the length of the sheath. Abrasions were present on the inside of the sheath tip. During functional testing the closure device was screwed onto the core wire tip without resistance. No difficulty was experienced threading and unthreading the closure device from the core wire. Tensile force was applied to the closure device with enough force load to alter the shape of the closure device while the closure device remained securely attached to the core wire. The closure device released from the core wire after five full rotations. Product analysis confirmed the reported event of device detachment from core wire during deployment.

Event description:
It was reported that device detachment occurred. A left atrial appendage (laa) closure procedure was attempted using a 27mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). During deployment the closure device detached prematurely from the core wire of the wds. After the closure device embolized from the left atrium to the left ventricle, the patient remained hemodynamically stable and was transferred to surgery. The closure device was surgically explanted and the laa surgically closed. The patient was transferred to the intensive care unit for recovery and no further patient complications were reported. It was further reported this is the same case as user voluntary medwatch mw5115714.

Manufacturer narrative:
H3 device evaluated by MFR:the returned product consisted of a watchman flx delivery system (wds) with the closure device packaged separately. The hub, sheath, core wire, tip, and closure device were visually and microscopically examined. Numerous kinks were identified along the length of the sheath. Abrasions were present on the inside of the sheath tip. During functional testing the closure device was screwed onto the core wire tip without resistance. No difficulty was experienced threading and unthreading the closure device from the core wire. Tensile force was applied to the closure device with enough force load to alter the shape of the closure device while the closure device remained securely attached to the core wire. The closure device released from the core wire after five full rotations. Product analysis confirmed the reported event of device detachment from core wire during deployment.